Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information, assisted the customer in resetting the pump, and advised them to continue using the pump while instructing them to call back if the malfunction recurs. The customer acknowledged and understood these instructions.